Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's daughter stated the patient was napping and her cgm displayed 81 mg/dl. As the daughter is a follower, she checked on the patient and found her unresponsive, diaphoretic, and shaking. Emergency medical services (ems) was called and upon arrival, performed a bg which was 38 mg/dl. The patient was treated with IV glucose and transported to the hospital. The patient was admitted to the hospital, regained consciousness, and treated with unspecified medications to increase the patient¿s blood sugar levels. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2022. It was reported the patient was discharged from the rehab facility on (B)(6) 2022 to her home. Current treatment includes pain management (hydrocodone, morphine, tramadol) and glucose management (insulin unknown). No additional patient or event information is available.